Event description:
According to the reporter: balloon was inserted into patient, attempt made to inflate the balloon, however, it would not inflate. Balloon was removed and a second placed, no issues with second attempt. Patient outcome: nil adverse patient outcomes.

Manufacturer narrative:
(B)(4).